Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced intermittent stimulation. Diagnostics revealed multiple contacts had high impedances on one lead. Fluoroscopy revealed a possible fractured lead. The physician explanted and replaced the lead and anchor. The pt reported receiving effective stimulation therapy post operatively. Note the pt received 2 leads from the same lot number and only one lead was explanted/replaced.